Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 499 mg/dl. No symptoms were reported at the time of the incident. The customer stated that they needed help changing a feature in the bolus wizard. The customer was treated for high blood glucose via insulin pump. Troubleshooting for the high blood glucose was declined. The insulin pump will not return for analysis. Frn-unknown model-reservoir.